Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
The customer experienced a low blood glucose (bg) level (51-53 mg/dl). Reportedly, the pump touch screen was delayed in responding to touch, which led to the customer requesting and delivering 3 boluses instead of the intended 1 bolus. The customer consumed carbohydrates to treat the bg. The customer reverted to an alternate method of insulin therapy.